Event description:
It was reported that the patient presented in-clinic for a generator changeout procedure. Upon interrogation prior to the procedure, it was noted that the right-ventricular (rv) lead exhibited oversensing of noise. No resolution was performed, and the generator change was not performed. The patient condition was stable. The patient would continue to be monitored.